Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and had sensor and blood glucose reading discrepancies. The blood glucose reading was 48 mg/dl, compared with the sensor glucose reading of 86 mg/dl. The customer stated that she had issues with the sensor and continuous glucose monitoring system. She noted blood at the sensor cannulas and discussed sensor insertion techniques. Nothing further reported.